Event description:
It is reported that the device was implanted in 2008. The patient was sitting on couch and got up. She took 2 steps and there was a very painful pop. She felt the hip slipping in and out. There has been continuing pain, popping, squeaking, and grinding. She is developing swelling and went to the ER, x-rays determined that the femoral head is against the acetabular shell. It is not dislocated. It is within the confines of the shell. The locking pin from the liner is still visible and locking into one of the slots of the shell. Very likely, the poly has displaced. Patient was revised five months later.

Manufacturer narrative:
Evaluation summary: as returned, the liner has damage between the locking pin hole and rim of the liner. Damage to the rim of the linear appears to be due to impingement of the femoral stem. The locking pin possibly sheared through the polyethylene due to the force resulting from stem impingement, and then displaced from the shell. However, a definitive reason for the impingement can not be ascertained. Results/conclusion: device history records indicate all components were manufactured and inspected to specifications.